Manufacturer narrative:
Concomitant medical products: dtbb1d1, crtd, implanted: (B)(6) 2016, and 693558, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered an alert for high lead impedance and far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. The rv and the ra leads remain in use. No patient complications have been reported as a result of this event.